Event description:
It was reported that the patient had less effective tremor control since her implantable neurostimulator (ins) was changed out in (B)(6). Only the ins was replaced and an adaptor was added. Prior to this, the patient always had great symptom relief. The patient had been turning up the voltage with her patient programmer at home due to less symptom control and she started to experience swallowing difficulties, tingling in her tongue, anxiety, right front headaches, periods of shakiness, and her coordination was ¿off.¿ the patient did have a history of swallowing difficulties. The patient turned up her stimulation to 4.2 and 4.1 when the reporter interrogated the ins with the clinician programmer. The patient was last seen in january and the impedances were normal then as they were on the day of the report. The reporter had the patient hold a cup on the day of the report and her tremor was not present. The reporter noted that the patient shook when checking impedances at 1.5 volts and her face scrunched up for two to three seconds. The patient had experienced this before with electrode impedance checks, so it was not unusual. This reaction also occurred if the stimulation was shut off and then turned back on. The reporter also noted that the patient¿s whole body had a shocking reaction when the amplitude was turned down to 0 volts on the day of the report in clinic. The patient then experienced tingling around the mouth and a heavy feeling in her head and these symptoms persisted for over four minutes. This was something new for the patient, as she usually did not have these sensations when stimulation was turned off. The reporter checked on the patient again during the report and she was doing better, though still had tingling around her mouth and her head was still feeling heavy. The patient had not had any medication changes and there were no falls or trauma related to the decreased therapy. There were no shocking or other side effects from the stimulation reported by the patient. The patient noticed tremor issues in her right hand more than the left with daily activities involving motion. The same programming was being used from the previous system with an increase in voltage. The patient¿s rate was changed in january. The patient¿s sensations around her mouth and head heaviness were getting better as time passed during the report. Six days later it was reported that the cause of the event was unknown. The patient was seen at the clinic on (B)(6) 2014. Particularly over the past year, the patient had increased difficulty writing, cooking, and eating due to her tremor becoming progressively worse. The patient noted that her tremor was worse in the evenings when tired. The patient also had a cough and difficulty with her speech. It was noted that the tingling in the patient¿s tongue began three weeks prior to the visit. The patient complained of a severe ¿jolt¿ throughout her body when the amplitude was adjusted to zero and she was unable to speak with her total body shaking for about a minute. Reprogramming was performed in the clinic. The reporter found the patient had the best results with 1 and 2 on the left and 5 and 6 on the right. The patient developed facial pulling while using 3. While checking the electrodes on the right the patient complained of feeling a tingling sensation down the right arm. The reporter ended up using a different bipolar setting with lower width and amplitude than when the patient came in. The patient had no tremor bilaterally while holding a cup for with posture. The patient could pour water from one cup to another without spilling. The patient was able to write her name with little difficulty and could pick up a pen off the table without difficulty. The patient¿s speech was clear and she denied tingling in her tongue. The patient was able to button her sweater with minimal difficulty. The patient was comfortable using her programmer and may increase amplitude. A week after the clinic visit the patient reported that she had increased stimulation several times, but was still having tremors. The patient¿s other symptoms seemed to have been helped. The patient clarified that they were not like the tremors so much as her hands shook when holding things with weight. The patient managed okay, but it was not the same as it was before. Hospitalization was not required and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID 64002, lot # n403225, implanted: (B)(6) 2013, product type adapter; product ID 3387s-40, lot # v067508, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot # v065399, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(6), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(6), implanted: (B)(6) 2008, product type extension. (B)(4).